Event description:
Customer reported receiving erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 150 mg/dl, 97 mg/dl and 428 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of 18 may 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-11 letter addressed to (B)(4).